Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 1/24/2018; electrode belt: 7/25/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) while wearing the lifevest. The patient was in the hospital at the time of passing. Hospital staff was reportedly present at the time and the patient was on telemetry at the time of passing. It was reported that CPR was initiated by a doctor. Per the dir, the patient's rhythm transitioned to ventricular tachycardia (vt) at 160 bpm at 6:17 on (B)(6) 2018. The patient was in vt for 23 seconds with motion and CPR artifact. CPR and motion artifact and response button use prevented the lifevest from delivering a treatment. The patient's rhythm again transitioned to vt at 220 bpm for 48 seconds before a non-lifevest defibrillation was delivered. The lifevest requires 60 seconds of sustained vt before a treatment can be delivered. The patient's post-shock rhythm was sinus tachycardia at 140 bpm with CPR artifact. The patient's rhythm then transitioned to supraventricular tachycardia (svt) at 170 bpm with motion artifact. The patient's rhythm then transitioned to sinus rhythm and sinus tachycardia from 60 to 100 bpm from 6:17:11 to 6:48:07. At 6:53:07, the patient's rhythm was asystole with motion artifact. The patient was in asystole at the time of electrode belt disconnection. The patient's equipment was returned and was found to be fully functional. CPR artifact, motion artifact, response button use, and short duration of the arrhythmia prior to the delivery of an external defibrillation all prevented the device from delivering a treatment.